Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative alarm condition was observed. The device's blower subassembly was replaced to address the issue. Additionally, during the evaluation the device's rubber feet were found to be missing. The rubber feet were replaced to address the issue.